Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, probable cause is a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the gastrointestinal videoscope displayed no image. There was no patient involvement.